Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat symptomatic uterine prolapse, dysmenorrhea, decreased libido, severe pelvic adhesions, mixed urinary incontinence and uterine fibroids. It was reported that the patient had the concurrent procedures of laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, as well as lysis of adhesions and cystoscopy, and mccall¿s culdoplasty performed during mesh implantation. It was reported that patient experienced pain, infection, urinary & bowel disturbances, organ perforation and neuromuscular problems post implantation. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.